Event description:
It was reported that, "quick turn inner shaft broke while implanted screw."

Manufacturer narrative:
Instruments broke during surgery, the tips were successfully removed from the patient. No adverse consequences to the patient are reported. Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following engineering evaluation.